Event description:
Reportedly, the atrial lead was implanted in (B)(6) 2017. Noises and low impedance (< 200o) were founded on rms data. An atrial lead polarity swich was confirmed. The mode was changed and the patient has been under monitoring.

Manufacturer narrative:
UDI is now known. The review of data investigated confirmed the reported issue. The subject lead has been implanted on (B)(6) 2017 and has been connected on the same day to the kora 250 dr s/n (B)(6). The ventricular lead of the system is vega r52 s/n (B)(6). The review of manufacturing process showed that the subject atrial lead was released following all applicable procedures. No data was provided. It was suggested to upload the remote monitoring data since a monthly patient initiated transmission (pit) is performed. Remote monitoring data from (B)(6) 2025 and (B)(6) 2024 were investigated. Remote data from (B)(6) 2025 showed both atrial and ventricular pacing thresholds are normal, the ventricular impedance is normal, the atrial impedance is low and both atrial and ventricular sensing values are low. The impedance curves are not available since the device was reset on the same day. Two atrial impedance measurements below 200 ohms over the last four measurements (24 hours) or above 3000 ohms triggers, as per specifications, the automatic switch to vvi mode. This normal behavior is aligned with the reported event. Remote monitoring data from (B)(6) 2025 showed the same electrical values as the ones recorded on (B)(6) 2025. In addition, marker chains and egm were recorded showing atrial oversensing of non-physiological signals since (B)(6) 2024. These findings may suggest a potential issue with atrial lead integrity, possibly involving the outer insulation or an internal short circuit between the inner and outer coils. This behavior could impact both sensing and pacing functions of the atrial lead. Since the lead remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the atrial lead was implanted in sep, 2017. Noises and low impedance (< 200o) were founded on rms data. An atrial lead polarity switch was confirmed. The mode was changed and the patient has been under monitoring.

Manufacturer narrative:
UDI is missing. A follow-up report will be submitted as soon as the uid is known. The review of data investigated confirmed the reported issue. The subject lead has been implanted on (B)(6) 2017 and has been connected on the same day to the kora 250 dr s/n (B)(6). The ventricular lead of the system is vega r52 s/n (B)(6) . The review of manufacturing process showed that the subject atrial lead was released following all applicable procedures. No data was provided. It was suggested to upload the remote monitoring data since a monthly patient initiated transmission (pit) is performed. Remote monitoring data from (B)(6) 2025 and (B)(6) 2024 were investigated. Remote data from (B)(6) 2025 showed both atrial and ventricular pacing thresholds are normal, the ventricular impedance is normal, the atrial impedance is low and both atrial and ventricular sensing values are low. The impedance curves are not available since the device was reset on the same day. Two atrial impedance measurements below 200 ohms over the last four measurements (24 hours) or above 3000 ohms triggers, as per specifications, the automatic switch to vvi mode. This normal behavior is aligned with the reported event. Remote monitoring data from (B)(6) 2025 showed the same electrical values as the ones recorded on (B)(6) 2025. In addition, marker chains and egm were recorded showing atrial oversensing of non-physiological signals since mid-(B)(6) 2024. These findings may suggest a potential issue with atrial lead integrity, possibly involving the outer insulation or an internal short circuit between the inner and outer coils. This behavior could impact both sensing and pacing functions of the atrial lead. Since the lead remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the atrial lead was implanted in (B)(6) 2017. Noises and low impedance (< 200o) were founded on rms data. An atrial lead polarity switch was confirmed. The mode was changed and the patient has been under monitoring.